Event description:
Explant of sound processor to support treatment of infection. Pt went swimming in a lake and received an infection that spread to the incision. Initial implant (B)(6) 2010.

Manufacturer narrative:
Pt was constructed with an envoycem bridge. Note: late filing of report as per discussion with (B)(4) 2012.